Manufacturer narrative:
Correction to reportability: update to b5. There is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the product. Therefore, this does not constitute a complaint. There is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the product. Therefore, this does not constitute a complaint. Cannula insertion issue, leaking and communication issue has been reported under insulet complaint number (B)(4).

Event description:
There is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the product. Therefore, this does not constitute a complaint. Reported cannula insertion issue, leaking and communication issue has been reported under insulet complaint number (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 14 mmol/l while wearing the pod. Subsequent to a correction bolus and calibration of the dexcom g7 sensor, the patient's legal guardian noted a flat reading of 13-13.3 mmol/l for approximately 1 hour. The legal guardian reported being unsure if the cannula was properly seated in the infusion site. To treat the issue, a new pod was applied.